Event description:
The report stated that the ligasure impact was in use during a nerve sparing radical retro-pubic prostatectomy with bilateral pelvic lymphadnectomy when the jaws of the handpiece failed to open. This did not happen while applied to pt tissue. During a visual examination of the returned device, it was found that the jaws of the device have closed on the integrated cutter. Part of the cutter is exposed beyond the perimeter of the jaws.

Manufacturer narrative:
Date of initial report: april 1, 2008. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument, because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise, the cutter may not securely stay within the guiding track of the jaws.